Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event and the doctor used unspecified antibiotics (doses, routes and frequencies were not reported) for treatment. At the time of this report, the patient was still hospitalized and has not recovered from the event. Pd therapy was ongoing during the hospitalization and treatment. No additional information is available as the reporter declined follow up.